Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The customer was provided with the part ID of the user interface assembly; however, it could not be confirmed if the customer replaced the recommended part. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a dim display. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a display that was too dim. It was recommended to replace the whole user interface (ui) assembly. The customer was provided with the part ID of the ui assembly with nav ring.